Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MFR report #: 2134265-2010-03800, 2134265-2010-03801, 2134265-2010-03840, 2134265-2010-03841, 2134265-2010-03842. Same patient as MFR report #: 2134265-2010-03962, 2134265-2010-03963. It was reported that during a coronary drug eluting stenting treatment procedure, a balloon pin hole leak occurred. The index procedure treated the 90% stenosed, 3.5x50mm target lesion located in the proximal to distal right coronary artery (rca). Treatment consisted of pre-dilation using a 3.0 x 20mm apex balloon. Three overlapping inflations were made at 16, 18, and 18 atms' for a maximum of 43 seconds. The balloon then developed a pinhole leak and was removed. Next a 3.50 x 38mm taxus liberté stent was placed. Post-dilatation was performed with a 4.0 x 20mm quantum balloon at 22 and 24 atm's. This balloon also developed a pinhole leak and was removed. A second 4.0 x 20mm quantum balloon was used to post-dilate the previously placed stent using overlapping inflations at 24 atm's. This balloon also developed a pinhole leak and was removed. Next a 3.5 x 20mm taxus liberte stent was placed in overlapping fashion with the previously placed stent. Post-dilation was performed using a 4.0x 15mm quantum balloon at 20 atm's for 30 seconds. This balloon also developed a pin hole leak. Final post dilatations were performed with a 4.0 x 20mm quantum balloon and final results showed 0-10% residual stenosis with timi 3 flow. Per the physician, the pin hole leaks were due to the patient's calcified anatomy. No fragments were left in the body. The following day, cardiac enzyme elevation consistent with a myocardial infarction (m.I.) Occurred. No action was taken to treat the event and the patient was discharged later that same day on aspirin and prasugrel. Of note, the patient under went a consultation for a future implant of a defibrillator. Per the physician, the m.I. Was listed as "unrelated" to the study stents.